Manufacturer narrative:
Initial reporter phone: (B)(6). As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the dilator was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Also, a dimensional inspection of the dilator was performed, and it was found within specifications. The dilator could have been damaged during the usage of the device, due to the resistance that the hemostatic valve could have been caused. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿dilator damaged¿ issue and the biosense webster inc. Analysis finding ¿hemostatic valve separation¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿dilator damaged¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis observed a hemostatic valve separation issue. When they opened the box, the dilator of the sheath was broken. No patient consequences were reported. Additional information was received. The dilator was bent. The damage was observed on the tip. No pictures available. The event was assessed as non MDR reportable for a dilator damaged issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-feb-2023, the hemostatic valve was dislodged inside of hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 24-feb-2023.